Event description:
It was reported that a malfunction occurred on the pump after running out of battery. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. No actions were taken by the customer to address the high blood glucose level, and no third-party assistance was required. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.